Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of -11.50/1.5/090 (sphere/cylinder/axis) into the patients right eye (od) on an unknown date. The doctor is undecided if the lens will be exchanged. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -11.50/1.5/093 (sphere/cylinder/axis) into the patient's right eye (od). Reportedly "dr lim wants to know if she should continue to monitor or exchange for a longer lens." Claim#: (B)(4).